Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a damaged fastening flap. The customer reported that the patient presented extreme bradycardia.